Manufacturer narrative:
We received one used unit on 28 november, 2007 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.

Event description:
During removal of the catheter, resistance was met and the pt indicated it was painful. The catheter was removed and found 1 cm extending from the nose of the catheter adapter. It was determined the catheter was cut and remained inside the body. A CT scan was performed and could not locate the catheter in the body.